Manufacturer narrative:
Device power up properly after battery installation. Device passed sleeping current measurement, active current measurement, selftest and displacement test. Power connector plug in and locked in place properly. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing, however device received with corroded electronic assemblies due to moisture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an issue with the insulin pump. The customer¿s blood glucose level was 130 mg/dl. The customer was assisted with troubleshooting. Customer went swimming the whole day with insulin pump and it stopped working as well as keypad was unresponsive. Customer stated that the insulin pump was exposure to moisture was on the screen. Customer reports past exposure of the insulin pump to fluid and there was no visible water or fluid in the insulin pump. The insulin pump will be returned for analysis.